Event description:
Account alleged that the bed exit alarm is not sounding at the bed when a pt exits the bed. Account stated that there were no injuries. Account stated that a pt was not in the bed and the bed was found in a staging area.

Manufacturer narrative:
Technical support informed account bed exit pc board would need to be replaced. Account called and said he replaced the bed exit board and this resolved the issue.